Manufacturer narrative:
An event regarding assembly issue involving an unknown baseplate guide was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: no medical records or x-rays were made available for evaluation. -device history review: not performed as the device was not properly identified. -complaint history review: not performed as the device was not properly identified. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, pre- and post-op xrays, patient history, histopathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
It was reported that the guidepin was very snug almost stuck in the guide when trying to remove it. The procedure was completed successfully with no adverse outcome to the patient.

Event description:
It was reported that the guidepin was very snug almost stuck in the guide when trying to remove it. The procedure was completed successfully with no adverse outcome to the patient.

Manufacturer narrative:
The catalog number and lot code were not provided. The device is reported as an unknown baseplate guide. A supplemental report will be submitted upon completion of the investigation.